Event description:
It was reported that during a crt-d implant procedure, the patient¿s condition became unstable with a following cardiac arrest. Resuscitation was required and the patient went unconscious. The patient expired 10 days later due to a hypoxic brain damage. The physician does not allege the incident to be caused by the product.

Manufacturer narrative:
(B)(4).